Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Since the material adhered to contacts of the sw2, it was presumed that the event occurred by influence of the foreign material. The component, chloride, is not originated from endoscope, is used on chemicals. We could not specify how the material adhered to the sw. We presume that the chloride and chlorine gas used at the user facility seeped in the product via rubber of the sw repeatedly. The chloride may have been produced in a chemical reaction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device switchboards exhibited foreign material. There was no patient involvement.